Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6f device. One of the needles missed the barrel or stalled in the barrel. A vascular surgeon who was called in to assist the procedure, pulled out the device. He held manual compression for twenty mins, but did not achieve hemostasis. The surgeon surgically repaired the artery in the cath lab. Surgery was successful and the pt recovered without further incident.